Manufacturer narrative:
E1. Initial reporter facility name: the second (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received one photo for investigation, which shows the hemoguard shield is cracked from top to bottom. Additionally, 30 retained samples underwent visual inspection for cracks and other forms of damage, and all passed the inspection. Furthermore, 10 retained samples underwent functional tests for brittleness, and all passed these tests as well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the cap of one tube was found to be cracked. No adverse impact was reported regarding the patient or user.